Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A patient reported that approximately four hours into the dialysis treatment, the machine experienced an air detect alarm. The patient noted that the combiset tubing became bunched up within the rotor segment of the blood pump. The patient was not able to dislodge the tubing from the rotor segment which resulted in the loss of a full circuit of blood. The estimated blood loss (ebl) is 500cc which is an approximation of blood that remained in the dialyzer and lines could not be returned to the patient. The patient was switched to another machine with a new setup to continue and complete treatment without any further issues. There were no patient complications as a result of this event and no medical intervention was required. Follow up information was provided by the at-home nurse who revealed that the patient has been on dialysis for approximately 5 years and is very meticulous with the setup. Additionally, the nurse confirmed that the patient had followed proper procedure when the bloodline was inserted into the blood pump segment. The actual sample is not available for evaluation. Further information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.